Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed no delivery and that the customer mentioned during troubleshooting that they experienced high blood glucose level of 300mg/dl. The customer treated with manual injection. The customer's blood glucose level was 554mg/dl at the time of the call. There were no leaks or air bubbles. The customer's father was assisted with rewind/load reservoir process and they stated that insulin exited. The father was advised to check set/site and the infusion set cannula was found to be bent. The customer's father declined to troubleshoot further. The product will not be returned for analysis.